Event description:
It was reported that the arthroplasty was revised due to infection. The components were implanted in situ for 0.3 y. The tibial insert, tibial tray, and femoral and patella components were revised. The pt presented with a ucla score of 3 three months prior to revision surgery and a maximum score of 3.

Manufacturer narrative:
An evaluation of the device cannot be performed. Devices were retained at drexel implant research center. Medical records and x-rays were not provided to stryker for review due to irb restriction at reporters institution. If additional information becomes available, it will be submitted in a supplemental report. Catalog numbers and lot codes of other devices listed in this report: cat# 5520-b-500, lot # s68xb description: triathlon prim cem fxd bplt #5. Cat #5510-f-601, lot # srjyp description: triathlon cr fem comp #6 l-cem. Cat #5551-g-350, lot # unk description: triathlon asymmetric x3 patella. It cannot be determined which, if any of these devices may have caused or contributed to the pt's infection.